Manufacturer narrative:
(B)(6). The reported lot # does not exist for the reported cat #. Therefore, the device manufacture and expiration dates are unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe has difficulty drawing up medicine. The barrel of the syringe is cracked, once the drug is withdrawn, it is difficult to push, and drawing of blood needs to done with force which leads to hemolysis. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no samples or photos were returned in support of this complaint. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. The syringe barrel could break because of some strong condition during handling or use of the product. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of needle retraction failure (integra) with lot #1409195 regarding item #309110. Investigation conclusion: not possible to establish an accurate root cause. Possible irregular conditions of storage or use of the product after manufacture process.

Event description:
It was reported that the bd discardit¿ ii syringe has difficulty drawing up medicine. The barrel of the syringe is cracked, once the drug is withdrawn, it is difficult to push, and drawing of blood needs to done with force which leads to hemolysis. Found during use. No reports of serious injury or medical intervention noted.